Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they required a therapy knob switch. There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the therapy knob switch. There was no reported pt impact.